Event description:
Reportable based on device analysis completed on 09aug2024. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in a severely tortuous and severely calcified lesion in the right coronary artery. A 3.50mm x 15mm nc emerge balloon catheter was advanced for treatment but could not pass through the lesion. The procedure was completed with a different device without any patient complications reported and the patient status was stable. However, returned device analysis revealed a balloon longitudinal tear.

Manufacturer narrative:
Device evaluated by MFR.: the device nc emerge mr, ous 3.50mm x 15mm was returned to the complaint investigation site for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual examination of the balloon noted that the balloon was subjected to positive pressure and a longitudinal tear between the proximal and distal markerband and no issues or damages were identified on the hypotube shaft. A detailed microscopic examination of the balloon material identified a longitudinal tear between the proximal and distal markerband. No issues or damages on the shaft polymer extrusion. Tip showed no signs of tip damage and a microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.